Manufacturer narrative:
A draeger service rep performed an eval of the anesthesia machine. The reported symptom was reproduced and was attributed to a leaking condition at the mass flow sensor assembly. A previous repair had been performed and improper re-assembly attributed to the reported condition. Proper assembled was conducted and the machine performed normally.

Event description:
It was reported that: during a case, the user reported that the total fresh gas flow meter dropped to zero. The user was unable to ventilate the pt on the anesthesia machine. The flow meter's displays indicated flow was dialed in and the user increased the flow rates and the total fresh gas flow meter remained at zero. The oxygen flush button had been depressed and the bag did not fill. The pt was ventilated with an alternate device and the anesthesia machine was replaced. No pt injury.